Event description:
This event was reported to customer service on 03/21/2006. Per customer service the patient fell. No treatment was needed at the time according to a nurse - she has seen staff push patients backwards while they are sitting on the commodes. A CT scan was completed on march 1st and came back fine. The unit has been returned for evalluation. The back log crossbar is bent causing the unit to field under.